Event description:
Based on additional information received on 05-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had instability in the right knee, increased pain and swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2022). On an unknown date in 2017, after unknown latency, the patient had instability in the right knee and experienced increased pain and swelling. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 05-dec-2017 and 18-dec-2017 (both processed together with the clock start date of 05-dec-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-dec-2017: this case concerns a male patient who received synvisc one injection from the recalled lot and had increased pain, swelling and instability in the right knee. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.

Event description:
Based on additional information received on 05-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. This case is cross referenced with case: 2017sa248144 (B)(4). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns a 70 year old male patient who received treatment with synvisc one and later after unknown latency had instability in the right knee, increased pain and swelling. Also device malfunction was identified for the reported lot number. Patient's concomitant medications included acetylsalicylic acid (aspirin), atorvastatin calcium (lipitor) for cholesterol, diclofenac sodium (diclofenac) and lisinopril. Patient's medical history included arthritis, hypertension, hyperlipidemia, dyslipidemia and nephrolithiasis. Patient had allergic history of rash with cefalexin monohydrate (keflex).on 17-nov-2017, at 11 am, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021; expiry date: 31-may-2022) for knee pain. It was reported that device malfunction was identified for the reported lot number. On an unknown date in 2017, after unknown latency, the patient had instability in the right knee and experienced increased pain and swelling. It was reported that the patient started taking ibuprofen (advil) and wearing knee brace. On 01-dec-2017, patient recovered from instability in the right knee, increased pain and swelling. Action taken: unknown corrective treatment: ibuprofen (advil) and wearing knee brace for all the events except device malfunction outcome: unknown for device malfunction; recovered/resolved for rest of the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: 50885 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Reported causality: yes seriousness criteria: important medical event for device malfunction. Additional information was received on 05-dec-2017 and 18-dec-2017 (both processed together with the clock start date of 05-dec-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. The global ptc number with ptc result was added. Text was amended accordingly. Additional information was received on 27-feb-2018 from a certified medical assistant. Patient's medical history, allergic history, concomitant medication and concurrent conditions were added. Therapy date of synvic one was added. Dose, frequency and indication were added for synvisc one. Corrective treatment was added. Outcome for the events of instability in the right knee, increased pain and swelling was updated from unknown to recovered/ resolved. Pharmacovigilance comment: sanofi company comment for follow up dated 27-feb-2018: the follow-up information received does not change the prior assessment of the case. This case concerns a male patient who received synvisc one injection from the recalled lot and had increased pain, swelling and instability in the right knee. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.